Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additionally, all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead had positioning/fixation difficulties and dislodged due to patient anatomy. The lead was removed, and a different left ventricular lead was implanted. No patient complications have been reported as a result of this event.